Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the tissue during a laparoscopic sleeve gastrectomy, the surgeon fired over the calibration tube and the tube seemed to be caught. It was stated that they needed to pull heavily on the calibration tube which eventually releases. There were no clinical consequences on the patient. There was no patient injury.